Event description:
Information received indicates the right siderail will not latch.

Manufacturer narrative:
The technician adjusted the siderail release handle and cleaned the dirty latch block to repair the bed.